Event description:
Clinical information: crd_1003 - vantage, patient site ID: au1478-775 (r821215001, r821209201, r821209701, r821210201, r827111401). It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient with a final non-coronary cusp implant depth of -1mm. It was noted that the 25mm navitor valve had migrated from an implant depth of 4mm to -1mm after full release of the valve. No intervention was performed. Rhythm changed post valve deployment occurred after rapid pacing, patient remained in sinus rhythm with first degree atrioventricular block (avb) and right bundle branch block. No treatment was provided. It was also reported that estimated glomerular filtration rate (egfr) dropped to 50 post procedure, contrast induced. No treatment was provided. On (B)(6) 2024, the patient developed chest tightness self-resolved, lasting for 30 mins. Serial troponin 212, 162, 93ng/l. Electrocardiogram showed t-wave inversion on inferior leads no treatment was provided. Additional information was received that the final implant depth at release was 0mm. There sufficient calcium to allow anchoring of the 25mm navitor valve. There was tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. There was no attempt to snare and reposition if the valve. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. There was no surgical intervention required to remove the valve from the patient and no valve-in-valve procedure performed. The migrated valve did not block a coronary artery or arteries. Patient had a gradient of 12mmhg following the procedure, noted via echocardiogram. The minimum annulus diameter was 21mm and the maximum was 25mm, an area of 410mm^2, and perimeter or 72mm. There was no interaction between the delivery system and the deployed valve. There were no difficulties in deploying, or retracting valve and the valve was only re-sheathed once during procedure. The valve remained in the aortic annulus and there was no post-implant dilatation performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration, heart block, renal failure, and EKG changes was reported. Information from the field indicated that the patient did not have a past medical history of this type of arrhythmia (but did have a history of previous conduction disturbances) and that the valve was implanted 1mm from the non-coronary cusp (shallower than the recommended 3mm). No information was received regarding calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient with a final implant depth at release was 0mm. It was noted that the 25mm navitor valve had migrated from an implant depth of 4mm to -1mm after full release of the valve. There sufficient calcium to allow anchoring of the 25mm navitor valve. There was tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. There was no attempt to snare and reposition if the valve. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. There was no surgical intervention required to remove the valve from the patient and no valve-in-valve procedure performed. The migrated valve did not block a coronary artery or arteries. Patient had a gradient of 12mmhg following the procedure, noted via echocardiogram. The minimum annulus diameter was 21mm and the maximum was 25mm, an area of 410mm^2, and perimeter or 72mm. There was no interaction between the delivery system and the deployed valve. There were no difficulties in deploying, or retracting valve and the valve was only re-sheathed once during procedure. The valve remained in the aortic annulus and there was no post-implant dilatation performed. Rhythm changed post valve deployment occurred after rapid pacing, patient remained in sinus rhythm with first degree atrioventricular block (avb) and right bundle branch block. No treatment was provided. It was also reported that estimated glomerular filtration rate (egfr) dropped to 50 post procedure, contrast induced. No treatment was provided. On (B)(6) 2024, the patient developed chest tightness self-resolved, lasting for 30 mins. Serial troponin 212, 162, 93ng/l. Electrocardiogram showed t-wave inversion on inferior leads. No treatment was provided.